Event description:
Additional information received reported the daptomycin administered was administered intravenous (IV) at 6mg/kg. Imaging was done with abnormal results of a 2.4 cm cyst that had developed in the right thalamus near the tip of the stimulating electrode. Laboratory testing results were abnormal, culture was done on (B)(6) 2014, 1+ propionibacterium acnes. Etiology was the neurostimulator, right ventral intermediate nucleus (vim) lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the healthcare professional from clinical corrected the event from "right dbs infection and deep brain abscess" to "right deep brain infection."

Manufacturer narrative:
Upon further review, the patient code listed is applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the infection was the cause of the abscess.

Event description:
It was reported that there was a right deep brain stimulator (dbs) infection and deep brain abscess. The subject complained of diplopia and was found to have a enlarging cystic lesion around the tip of the electrode in the right thalamus thought to be due to infection. The device was explanted and not replaced. The patient was admitted (B)(6) 2014 and underwent right dbs electrode removal. The patient was admitted to med surgical unit post operatively where diet and activity were advanced, voiding and residual volumes were monitored and at discharge, the patient was tolerating a diet, neurologically stable, pain controlled and voiding without retention. Infectious disease was consulted and the patient was starting on daptomycin for 4 weeks with home infusion. The patient was discharged on (B)(6) 2014. The event required in-patient hospitalization and an emergency room visit. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0bauf, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).